Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump's touch screen was unresponsive. The customer¿s blood glucose level was 164 mg/dl. Reportedly, the left side of the screen was not responding to presses. The customer reverted to an alternate method in insulin therapy.